Manufacturer narrative:
Coopersurgical, inc. Is investigating the condition reported . (B)(4).

Event description:
Unit not working temp problem. (B)(4).

Event description:
Unit not working temp problem. Order: (B)(4). Ref e-complaint-(B)(4).

Manufacturer narrative:
Ref : e-complaint-(B)(4). Investigation: x-inspect returned samples. Analysis and findings: based on the serial number, the complaint unit, serial # (B)(4), was manufactured in may of 1989. Repair order 91394 notes: cust states: unit not working-temp problem. Found: 3 way and foot pedal valves leaking, pin cup in hp reg bad. Replaced both valves and pin cup. Calibrated temp gauge. Back flushed unit. Tested to sop-51885. A review of the 2 year complaint history for the ce82 delivery system, item #2000, shows similar reported complaint conditions. The complaint was confirmed. No physical damage was indicated. The complaint unit is 30 years old and has no prior record of repair. Most likely, the valves and pin cup went bad with use over time. Therefore, while no definitive root cause could be reliably determined, this issue may be attributed to wear and tear. Correction and/or corrective action: the complaint unit was repaired and returned to the customer. This is not an assembly issue. No further training is required at this time. Complaints will continue to be monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? Yes. Preventative action activity: the complaint was reviewed. Coopersurgical will continue to monitor this complaint condition for trends.